Event description:
A pt who previously had a prostatectomy was tested on 8/13/96 using the psa-e assay. The date of the prostatectomy was unknown, however, the reporting individual indicated that the tumor was low stage with no evidence of capsulary invasion. The result of the psa-e test was 0.8 ng/ml. The urologist questioned these results and another specimen was drawn and tested on 8/20/96. The result of the psa-e test was 0.9 ng/ml. A different sample from the pt was sent to another facility for testing using the psa-r assay. The result of the psa-r test was <0.1 ng/ml. One week later, another specimen was drawn. This specimen was split and tested by the reporting lab using psa-e and by another facility using psa-r. The psa-e result was 0.3 ng/ml and the psa-r result was 0.1 ng/ml. No treatment was initiated on the pt due to the first two elevated psa-e results as the urologist was suspicious of these results. The lot number of all kit lots used for testing was not known by the reporting individual.